Manufacturer narrative:
The insulin pump was received with no button response due to flattened act button dome switch. Inspected the lcd connector and no unlocked connector was noted. Unable to verify prime anomaly or perform self-test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to button keypad anomaly. The insulin pump passed stop current test. The insulin pump had minor scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not priming correctly. Customer stated that this issue had been occurring for about two weeks leading up to the call. Blood glucose level at the time of the incident was 150 mg/dl. During troubleshooting, the customer stated that he was unable to exit the preparing to prime loop. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.